Event description:
Additional review reported that a motor stall and a motor stall recovery occurred on (B)(6) 2012. The patient continued to have no pain relief following the second catheter implant.

Event description:
Additional information received reported that the computational tomography investigation showed the catheter was still in the epidural space. The whole system was explanted. The patient outcome remains unknown.

Event description:
It was reported that patient had experienced a lack of pain relief over the last months along with neurological symptoms in the legs. An MRI was performed that showed presence of a mass in the area of the catheter tip. On (B)(6) 2012, a reduction of the daily dose of the infused drug bupivacaine was done under the suspicion that it may have triggered the neurological symptoms in the legs; drugs delivered via the device at the time were bupivacaine, morphine and catapressan. However, patient continued to have neurological symptoms. On (B)(6) 2012 only bupivacaine was continued and the rest of the drugs were stopped. On (B)(6) 2012 patient underwent a catheter revision. During surgery it was observed that the catheter tip was at t12 (thoracic level) and clearly epidural with a "huge mass of concentrated drugs". 11.4cm of the distal catheter segment and the drug mass were explanted. The pump and catheter-pump segment were still in place. A re-implant of a spinal catheter segment was planned. The catheter tip was not returned as it was discarded. Currently the pump delivered a daily dose of 0.068mg bupivacaine in the tissue at l2/l3 (lumbar level) to prevent catheter occlusion. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8780, lot# 0205303669, implanted: 2011 -(B)(6), explanted (partially): 2012 (B)(6). (B)(4).

Manufacturer narrative:
Final analysis of the pump revealed overinfusion with an undetermined root cause. Final analysis of the 1st ascenda catheter revealed: anchor - no significant anomaly - did not properly detach from ascenda tool - still able to use; catheter body - no significant anomaly - dried drug, blood or foreign material occlusion. Final analysis of the 2nd ascenda catheter revealed: sc connector - tear in seal near guide ring.

Event description:
Additional information reported that the patient had the MRI on the date the motor stall occurred: 2012-(B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received further clarified that the bupivacaine was good working substance in the test phase. As previously reported, explant of the catheter on (B)(6) 2012 occurred because of neurological and "motorical" problems. The catheter was lying epidurally; the tip of the catheter with "assemblage of bupivacaine".

Manufacturer narrative:
The initial analysis result of the catheter, lot number 0205303669, was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. The previously reported result code 190 is being updated/corrected to 708.

Manufacturer narrative:
(B)(4).

Event description:
It was further clarified that bupivacaine was good working substance at a "proli" phase. The effect of the implanted pump was positive and negative as it was good but difficult to manage changing effect. The patient reportedly did not want another catheter.

Manufacturer narrative:
Corrected analysis: analysis further determined that the tear in the seal near the guide ring of the sutureless connector was not significant to the catheter¿s in-vivo performance.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the catheter was accidentally placed epidural. Both the first implant and the reimplant of the spinal se gment of the catheter.

Manufacturer narrative:
(B)(4).